Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer observed insulin that had a gelatinous texture exiting the cartridge tubing. The customer's blood glucose level was 180mg/dl. Tandem technical support advised the customer to contact the pharmacy or manufacturer of the insulin as the insulin may have been improperly stored prior to the customer receiving it.